Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported on (B)(6) 2024, customer was admitted to (B)(6). Customer was placed on a ventilation machine. They had been on that machine for 12 days and during those 12 days they had been placed on purewick. When they woke up 12 days later, they had no idea what they had been on because they were not fully mentally or physically in good shape. They had been in the intensive care unit for about 17 days and then went to the down step room. They were unable to talk, walk or really get out of bed. They were able to get them to sit in a chair next to bed but that was it. They had been very uncomfortable having their product between patient legs, twice the product didn't work like it was supposed to and they ended up lying in their own urine for hours. At that time, they had been placed on a catheter which they were more comfortable with. Customer was sent home at the end of (B)(6) but unable to use the bathroom on their own and unable to clean their self also. They had some discomfort in their vagina area but just figured it was from the catheter that they had. Months later they were still having issues and when they were able to get to their doctor and talked about their issues. They had been very itchy, had a rash and some kind of infection. This wasn't on the inside of their vagina; it was on the outside and in the public hair areas. After talking to their doctor and going over everything, they decided that their problem could have come from the product. All their signs were also signs of how they react to latex on the skin. At that time doctor looked up the product and found an information page on the product that stated if have a latex allergy do not use this product. At that time, customer was given medication to use. They did contact (B)(6) hospital concerning the matter and got an email stating have his lawyer contact them concerning this matter. They had not been looking to sue anyone but just wanted people to be more educated on this product. Latex had been in a lot of products and believe them; they have had to deal with this for 30 years and as they get older their allergy to latex has gotten worse. Latex on their skin they get a rash, redness, small blisters and it lasts for a long time, latex that gets inside their body from an open wound or from a surgery was much more severe. They got a really bad infection which could take months to heal. They just want to make sure that anyone who has a latex allergy was aware that there was a possible reaction to their product. That was it, yes, they did have to suffer due to this reaction, and it was difficult for them during a time they were unable to care for themself on their own, but they have healed.

Event description:
It was reported on (B)(6) 2024, customer was admitted to a hospital in (B)(6). Customer was placed on a ventilation machine. They had been on that machine for 12 days and during those 12 days they had been placed on purewick. When they woke up 12 days later, they had no idea what they had been on because they were not fully mentally or physically in good shape. They had been in the intensive care unit for about 17 days and then went to the down step room. They were unable to talk, walk or really get out of bed. They were able to get them to sit in a chair next to bed but that was it. They had been very uncomfortable having their product between patient legs, twice the product didn't work like it was supposed to and they ended up lying in their own urine for hours. At that time, they had been placed on a catheter which they were more comfortable with. Customer was sent home (B)(6) but unable to use the bathroom on their own and unable to clean their self also. They had some discomfort in their vagina area but just figured it was from the catheter that they had. Months later they were still having issues and when they were able to get to their doctor and talked about their issues. They had been very itchy, had a rash and some kind of infection. This wasn't on the inside of their vagina; it was on the outside and in the pubic hair areas. After talking to their doctor and going over everything, they decided that their problem could have come from the product. All their signs were also signs of how they react to latex on the skin. At that time doctor looked up the product and found an information page on the product that stated if have a latex allergy do not use this product. At that time, customer was given medication to use. They did contact the hospital concerning the matter and got an email stating have his lawyer contact them concerning this matter. They had not been looking to sue anyone but just wanted people to be more educated on this product. Latex had been in a lot of products and believe them; they have had to deal with this for 30 years and as they get older their allergy to latex has gotten worse. Latex on their skin they get a rash, redness, small blisters and it lasts for a long time, latex that gets inside their body from an open wound or from a surgery was much more severe. They got a really bad infection which could take months to heal. They just want to make sure that anyone who has a latex allergy was aware that there was a possible reaction to their product. That was it, yes, they did have to suffer due to this reaction, and it was difficult for them during a time they were unable to care for themselves on their own, but they have healed.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: d, e. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.